Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that the recharger was saying por. Patient service specialist (pss) had the patient synch the programmer to the implanted neurostimulator; patient stated that the por message appeared on the programmer screen. Patient confirmed that the error message was an informational por and not a warning por. Pss walked the pt through clearing the por message on the programmer. Patient then stated that they just recharged the implant and that it was almost completely charged, however the recharger still said por when they went to turn the ins on. Pt synched the programmer to the ins again and saw the informational por message, so pt cleared the por message again on the programmer. Patient was then able to start a recharging session of the implant. The por message was cleared on the recharger. The ins was then on and working; pt could feel the stimulation. The troubleshooting steps that were taken on the call resolved the issue. Patient reported hcp information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.